Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a merlin.net transmission, the right ventricular lead exhibited low impedance. The patient would be scheduled for further testing.